Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 8 boluses per day; they never closed out of the myptm app; and they would get error 156 (application restarting due to system error) and at other times it would be ¿something like system¿. Per the patient this had been going on since before christmas and since january they got a ¿system message 3 or 4 times¿ but did not recall specifically what the message said. The patient also stated that they had to regularly reset the handset and delete the data and cache. During the call, the patient mentioned that they do a lot at home and they could not get their doctor to increase their dose, so they had pain and did a lot of boluses.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.